Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the device has had numerous problems. It was reported there was no patient injury, no patient contact for this event.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The additional investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for s-98 manufactured on 12/16/2003 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 03/08/2011. No manufacturing or design related trend has been identified. Conclusion: in summary the end users reason for return was verified the most likely cause could be due to the non OEM grease found in this unit, this unit being out of calibration and the worn, damaged and corroded parts. General maintenance required as this device was manufactured in 2003 and last serviced in 2011.